Event description:
It was reported that the unit was displaying error 832 code (test failed) occurred. The unit does not power on. There was no patient complication due to this event; however, the procedure was not completed. The field service engineer (fse) replaced the rear panel board and diode power supply. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Correction: section d4 lot number transfer to d4 serial number. Investigation summary with all the available information, boston scientific concludes that the event is confirmed, as the field service engineer (fse) was able to replicate the reported 832 (test failed) error code during onsite evaluation. It is probable that the message displayed is related to the process control board (pcb) not performing as intended, as the replacement of the pcb resolved the issue. Device history record (DHR) the device history record (DHR) confirmed that the greenlight laser console met all material, assembly and performance specifications. The device service history record review was completed. The review showed that the greenlight laser was installed on (B)(6) 2016. The greenlight laser was fully functional with no issues. Device technical analysis the greenlight laser console product was not returned for analysis and/or part was not returned. However, the field service engineer (fse) evaluated the unit onsite. The fse found multiple 832 errors in the log file with the process control board (pcb) as source. Fse replaced the pcb and confirmed the unit works as intended. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the unit was displaying error 832 code (test failed) occurred. The unit does not power on. There was no patient complication due to this event; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the event is confirmed, as the field service engineer (fse) was able to replicate the reported 832 (test failed) error code during onsite evaluation. It is probable that the message displayed is related to the process control board (pcb) not performing within specifications, as the replacement of the pcb resolved the event. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device service history record review was completed. The review showed that the greenlight laser was installed on 30/07/2016. The system was last serviced on 09/07/2021. The greenlight laser was fully functional with no issues. Device technical analysis the product was not returned for analysis. However, the field service engineer (fse) evaluated the unit onsite. The fse found multiple 832 errors in the log file with the process control board (pcb) as source. Fse replaced the pcb and confirmed the unit works as intended. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the unit was displaying error 832 code (test failed) occurred. The unit does not power on. There was no patient complication due to this event; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.